Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the sheath into the lead. The lead was no longer used and replaced. The procedure was completed without any adverse consequences to the patient.